Event description:
It was reported to philips healthcare that the heartstart mrx failed opcheck for an unspecified issue. There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.